Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® lithium heparin 75 usp units blood collection tubes provided erroneous results. No report of serious injury or medical intervention.